Event description:
Follow up information identifie dthe patient continues with outpatient rehab. The patient continues to experience weakness but is slowly improving according to the neurosurgeon. The patient is using a cane due weakness. The plan is for the patiient to continue outpatient therapy and the neurosurgeion will reassess the patient is 4 weeks.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to move or feel their left leg 2 hours postoperatively after the perm implant. The physician decided to take the patient back into the operating room where the entire scs system was explanted. Postoperatively the patient regained feeling and mobility to his left leg although he used a walker at discharge from the hospital. The patient continued to experience severe weakness in his left leg the following day. An MRI was taken and revealed a small area of injury to the spinal cord at t8. Physical therapy was scheduled to begin on (B)(6) 2017. Follow up information identified the patient is in rehabilitation facility.